Manufacturer narrative:
Additional information: the product was not returned for evaluation. The device history record was reviewed. There were no assembly component related failures at the time of release. The failure analysis and root cause determination was not performed due to lack of information. Product was not returned. The complaint is unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) , director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer service representative reported that on (B)(6) 2019 the 206520 duraseal exact spine sealant system 5ml us box of 5 would not harden and would stay as liquid. Spine microdisc discectomy was the procedure the product was used. The malfunction did not result in patient nor user injury. Additional information has been received on 08jan2020 that the product was implanted into the patient. After the product problem occurred the product was suctioned out and a new duraseal of a different lot was implanted. There was a 15 minute delay due to the product problem. Also, the problem was discovered during the procedure on application of the product. Additional information has been requested.